Event description:
O.t.I. Was notified on 8/2001 of a recall of 28mm ceramic femoral heads. The batch numbers of the heads involved ar th 9308, th2957, th94879,th94878, th98282, and bh6722 manufactured between january 1998 and february 1999. O.t.I. Has received 39 28mm ceramic heads,to date none of which were from the batches associated with the recall and none of which had been implanted. The batch numbers of the o.t.I. Product were th17952 and th17414. These products were distributed to 3 o.t.I. Customers all of which are being returned to o.t.I. Based on a suspension of all th batch numbers by the french agency of health security of health products and recall advisory.these products will be held in o.t.I. Quarantine storage until this issue is resolved and the product is cleared by the regulatory authorities